Manufacturer narrative:
Evaluation summary: the most probable cause is drilling of cortical bone without the use of the broach instrument. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meed specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the drill bit broke in surgery while drilling patients metatarsal. Surgeon had to enlarge hole to retrieve fragment of drill from the metatarsal.